Event description:
Hospital rep states that while a pt was supine, the table jerked hard up and down with a loud noise. The hospital thinks there is a defect.

Manufacturer narrative:
Attempted to contact customer concerning table, its service records and if it was still in use at hospital. We could not find records related to service by a mizuho orthopedic systems rep. It is noted that the table was manufactured fifteen years ago. Will continue to contact customer until resolved.